Event description:
While compounding tpn the final containers, s9985-10, 2000ml 3-in-1, began to leak from the point where the filling tube is connected to bag. The lot numbers in question are: 060193358 and 060194642. B.braun rep has been contacted. Bags in question are in qc hold and will be returned to vendor for evaluation. Replacements have been requested. Bags say mcgaw, boxes say b.braun.